Event description:
The customer contact reported an unspecified operator error in programming the pump, which resulted in the pt receiving more medication than intended. No specific programming parameters were provided. At an unspecified time, the delivery was initiated. At approx 0400 or 0500, the homecare pt was found unresponsive reportedly due to a morphine coma. The pt was hospitalized for approx 24 to 48 hrs in the "emergency unit." It was reported that "mobile emergency unit medical actions" were provided to the pt. After a "few days," the pt was discharged home. At an unspecified time, the pump was removed from clinical service. The customer contact indicated the event was the result of an unspecified operator error. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The device history was downloaded at the service ctr. In 12/2007 at 2202, the device was programmed in continuous + bolus delivery in mg, with a concentration of 5.0mg/ml, to deliver at a rate of 5.0mg/hr, 10mg bolus dose, 360 min bolus lockout, 160mg 4hr dose limit, & 640mg container. At 2203, 0.5mg had been primed. At 2206, delivery was started. At 0000, date stamp of 12/2007 occurred. At 0000, new date stamp of the following day, occurred. At 0000, new date stamp of the next day occurred. At 0000, new date stamp of one day later occurred. At 0545, there was change batteries alarm. At 0546, device was powered on, program & 398.0mg amount infused shift total was cleared. At 0556, device was powered off & repowered on. At 0617, device was reprogrammed to deliver at a rate of 120mg/hr, 10mg bolus dose, 240min bolus lockout, 480mg 4hr dose limit, & 160mg container size. At 0618, delivery was restarted. At 0722, delivery was stopped. Between 0739 & 0741, device was powered off & repowered on. At 0742, program & 128.5 mg amount infused shift total was cleared. At 0747, device was reprogrammed to deliver at rate of 120mg/hr & 480 mg 4hr dose limit. At 0749, delivery was restarted. At 1239, delivery was stopped. At 1249, there was a power loss alarm. At 1239, delivery was stopped. At 1249, there was a power loss alarm. At 1642, program, history & 546.5mg amount infused shift total was cleared. Review of device history indicated that device delivered as programmed.